Event description:
Reporter experienced er1 "awhile ago" but couldn't remember when. She did not check the confirmation dot. She did not retest until the next day. She did not take insulin or seek medical attention. There was not allegation of harm.